Event description:
No new information.

Manufacturer narrative:
A device history record review was completed by our quality engineer team for provided material number 382523 and lot number 5157507. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported issue, and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Customer called to report that her son went to the hospital for a procedure, while trying to insert a 22g bd device for fusion, the insertion was done 5 times, and on 3 occasions the plastic part of the device broke 3 times on 29th sept,, son was went home and complaint about pain going from hand to shoulder, they visited the emergency room next day 30th sept, where x-ray and ultra-sound was performed.